Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of a combination of the femoral component being placed into hyperextension and articulating anteriorly on the tibial insert; likely leading to offset/asymmetrical contact between the femoral cam and the ps tibial insert spine. Such phenomenon likely resulted in decrease of the transversal section area of the tibial spine due to cold flow and/or wear, which precipitated the fracture of the tibial spine. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis fracture" is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. Do not use if broken device is a screw.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, (B)(6) y/o female patient had a revision due to poly wear. A patella replacement and pe exchange. There is no information available regarding the initial implantation. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to implants were disposed by hospital.